Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and insulin pump had an error in the hardware low level failures during self test. The customer blood glucose level was 49 mg/dl at the time of incident and the other blood glucose of the customer were 119 mg/dl and 158 mg/dl. Customer reported that they received insulin pump error. Customer was able to clear the alarm. Customer received request to rewound the insulin pump. Customer was able to complete insulin pump rewound. Customer reported that they performed self test and they received another insulin pump error. The customer was treated with food. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Pump error 53 alarm found in the pump history file due to software error. Line number= 5632 and file number= 2005. Pump error 63 alarm confirmed in the pump history file due to broken trace on u1 keypad assembly.